Manufacturer narrative:
A cardioquip customer requested hpc testing due to discoloration in the tubing of their device. Epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. The customer chose to perform an internal water pathway replacement to repair the device. After the device has undergone repair, it will be returned to specification.

Event description:
A cardioquip (cq) customer requested hpc testing for their device. Hpc test results outside of cq specifications for water quality were received on 05/05/2025, indicating device contamination.